Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water was found inside the inspiratory tube of three rt340 adult dual-heated evaqua breathing circuits. This was observed during use on three patients. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water was found inside the inspiratory tube of three rt340 adult dual-heated evaqua breathing circuits. This was observed during use on three patients. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual-heated evaqua breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: only one of the three complaint rt340 adult evaqua breathing circuits was returned to fph in (B)(4) for inspection. The returned breathing circuit was visually inspected and resistance tested using a multimeter. Our analysis is also based on the limited information we received from the hospital. Results: no physical damage was observed to the returned breathing circuit. Resistance testing showed that both the inspiratory and the expiratory heater wires were within specifications. The hospital also reported that the room temperature was 23.5°c when the condensate in each of the three breathing circuits was observed. These are the only three complaints (as per above fph reference numbers) that we received for lot number 130114 . Conclusion: no fault was found with the returned rt340 adult evaqua breathing circuit. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. We were unable to determine the actual root cause of the reported condensation; however, it is possible that the low room temperature had contributed to the reported condensate build up.